Event description:
Boston scientific received information that during a routine device replacement, this right atrial (ra) lead was observed to have fractured in the location where the lead went underneath a shoulder bone. The lead was surgically capped and abandoned and atrial therapy was programmed off in the device due to the patient was in chronic atrial fibrillation (af). No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.